Manufacturer narrative:
Based upon the clinical assessment, the reported type ia endoleak was not confirmed although stent migration and the presence of a non-device related type ii endoleak was observed in the clinical review. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation, a root cause was not definitely found and therefore, identification of a design or manufacturing issue is inconclusive. The clinical review confirmed the following factors that may have contributed to the patient outcome: continued use of tobacco products and antiplatelet therapy (asprin, plavix).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2013 with a bifurcated, a suprarenal, and a limb extension. Upon follow up, computed tomography angiogram showed a possible endoleak and the proximal extension had fallen approximately 20mm from the original implant site. Intraoperative angiograms were performed to rule out what type of leak was present. The internal iliac was coiled by the physician and a suprarenal was implanted directly under the lowest renal to treat the fallen original graft. Patient's condition post event is unknown at this time.